Manufacturer narrative:
(B)(4). The complaint is confirmed based off the visual inspection of the returned fractured devices. Device history record was reviewed and no discrepancies were found. The fracture artifacts suggest the devices failed due to compression overloads possibly related to the crimper being off-center during crimping, however a definitive root cause cannot be determined. Material analyses of the returned products confirm the products are conforming to material specifications. There are four (4) products with same item same lot for this complaint. Multiple MDR reports were filed for this event, please see associated reports: MFR#0001825034-2017-04117, MFR#0001825034-2018-03503, MFR#0001825034-2018-03509, MFR#0001825034-2018-03513. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an irrigation and debridement revision procedure of competitor products for the distal femur, four (4) cable sleeves fractured intra-operatively, as cables were being implanted. New cables were implanted to complete the procedure. Attempts have been made to obtain additional information; however further information is not available at this time.